Event description:
Incident reported as: the insert jaws are broken and not working. The alleged event occurred during usage, however, it did not cause a patient injury. No further information available.

Manufacturer narrative:
Sample requested for evaluation but has not been received at time of this report. Investigation is ongoing and is not available at time of this report. A follow up report will be sent when the investigation is complete.